Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿feasibility and safety of the da vinci xi surgical robot for transoral robotic surgery¿ the following event was reported. A 75 year-old male patient who underwent da vinci xi assisted transoral robotic surgery (tors) between september 2019 and june 2020 developed post-operative bleeding that required return to the operating room (or). The patient had unilateral p16+, t2n0 tonsil mass with extension into the soft palate. The patient also underwent partial pharyngectomy with unilateral modified radical neck dissection. Intra-operatively, extensive capillary bleeding was noted and floseal was used in the pharynx. On post-operative day nine, the patient was taking to or in stable condition and hemostasis was achieved with bipolar cautery and floseal. It was mentioned that the patient was on chronic dual-antiplatelet therapy due to history of coronary stents. At the time of re-admission, the patient was taking aspirin, but had not resumed clopidogrel. There was no report of a malfunction of a da vinci system, instrument, or accessory in the article.

Manufacturer narrative:
Based on the information gathered, there was no indication or report that a davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported post-operative incident cannot be determined. This medwatch report (patient identifier #(B)(6)) is submitted for the reported post-operative bleeding of a 75 year-old male. A separate medwatch with patient identifier #(B)(6) is submitted for the post-operative readmission of a 73-year-old male mentioned in the same article. Article citation: olson b, cahill e, imanguli m. Feasibility and safety of the da vinci xi surgical robot for transoral robotic surgery. Journal of robotic surgery 16aug2022. Available at: https://doi.org/10.1007/s11701-022-01449-y.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The author was contacted to obtain additional information but no additional information was available to disclose. The author commented that the bleeding after these types of surgery also occurs via other surgical modalities other than robotic surgeries. The author does not think the complications are associated with da vinci system malfunctions or errors.